Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that the filter won't allow priming.

Event description:
No additional info

Manufacturer narrative:
One sample model 10013902, lot 25029086 was returned for investigation by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water. No occlusion was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.